Event description:
The user facility reported to terumo cardiovascular systems corporation that after calibration was complete a large amount of solution leaked from the shunt sensor. It is unknown at the is time whether this was a buffer leak or a leak from the thermowell. Terumo is conservatively reporting this event due to the unknown information. No patient involvement as this occurred during set up. Product was changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information become available. (B)(4).